Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. Access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the mid lad. A 2.25x9 maverick mr balloon catheter was inflated to 6 atms for 20 seconds to predilate the lesion. A 2.25x8 taxus liberte atom stent was advanced; however the device would not cross the lesion and the stent dislodged from the stent delivery system. The stent was able to be removed by unspecified means. The stent delivery system was removed and the procedure completed. The residual lesion stenosis was 0%. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)